Event description:
Reportedly the surgeon was placing the ceraone abutment screw when the screw snapped in half-the surgeon stated that he was tightening the screw at 10ncm he also stated that the screw displayed resistance while attempting to screw into the implant the implant was a np implant.